Manufacturer narrative:
Investigation summary: there is only limited information available. The customer have the material and it will not be sent it for investigation, therefore, the product was not returned and no lot number provided, so the investigation could not be performed. Also, it was reported, that the wrong screws were used in the plate, and that`s the reason for loose screws in the plate. The loosening of the screws are also visible in the received x-rays. Without an investigation, it cannot be defined if a corrective action is necessary device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. (B)(4). Device is not expected to be returned for manufacturer review/investigation. (B)(6). Implants that are loose may result in the need for medical or surgical intervention to preclude permanent impairment. Changes to construct integrity pose a risk for injury to the patient. There is no indication that revision surgery has occurred at the time of this review. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: more info to come. Pictures attached. It was reported that the wrong screws were used in the plate, which may be the reason for loose screws in the plate. This is all information that is available right now. This complaint involves one part. Concomitant parts reported: 1x 04.503.770 lot unk. This report is 1 of 1 for (B)(4).